Event description:
Customer's daughter reported that after eating lunch on (B)(6) 2015 customer performed a test using his adc blood glucose meter and received a reading of 74 mg/dl at 2:00 pm, which was reportedly lower than he felt. It was noted that the customer was shaking a little after performing the test. Paramedics were called by customer's neighbor and upon arrival, approximately one minute later, received a reading of 39 mg/dl on their device. Customer was treated with an intravenous infusion of (B)(6) dextrose and oxygen. At the time of the call to adc customer service on (B)(6) 2015 caller noted customer was currently at the hospital with her brother and was in the process of being admitted, but that she had no additional information to provide. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1461310 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.